Manufacturer narrative:
Further information was requested but not received.

Event description:
Elated manufacturer reference number: 2017865-2022-06157. It was reported that a patient's right ventricular and right atrial leads became dislodged. It was also noted that the patient experienced mitral regurgitation. Both leads were explanted as a result.

Event description:
New information notes that the patient was stable throughout the procedure.

Manufacturer narrative:
The reported event was dislodgement. As received, a complete lead was returned for analysis. Visual examination of the lead found the helix retracted and clogged with blood / tissue. After cleaning and applying torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured within specification. Electrical testing did not find any indication of conductor fractures or internal shorts.